Manufacturer narrative:
A review of the reported lot number found no other related complaints in the complaint database. Investigation of the device is ongoing at the time of this report. A f/u report will be submitted.

Event description:
Pt info was requested and not provided by the reporter. The ICU nurse reported a dialyzer blood leak occurred during a crrt treatment. The treatment was discontinued without performing rinseback of the pt's blood, resulting in an estimated blood loss of 190cc. No med intervention was reported.